Event description:
During an initial implant procedure, the left ventricular (lv) lead was unable to be connected to the connector sleeve. While testing the lv lead without the connector sleeve, an increase in pacing impedance and loss of capture (loc) was observed. The lv lead was explanted and replaced to resolve event. The patient was stable with no consequences.